Event description:
Reporter alleged the needle from the multiclix lancet drum got stuck in his finger and broke off into it. Reporter stated that he did not seek medical treatment. No other actions were reported. No adverse event reported. A request was made for the return of the suspect device.